Manufacturer narrative:
The device sample was returned for evaluation. A follow-up report will be sent when completion of the investigation.

Event description:
Complaint was reported as the following: the cuff on the endotracheal tube leaked during intubation. The pt desaturated and was re-intubated. No report of pt injury or adverse event.